Event description:
It was reported that when using the bd pyxis¿ medbank mini medications were not showing on patient profile. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medications were not showing on the patient profile. The technical support specialist (tss) pulled the patient orders on my quick link and confirmed that the orders were not available on the cabinet as the medications were not stocked. Tss communicated this with the customer. The system functioned as intended after the technical support specialist troubleshot the device.